Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions and a conclusive cause could not be determined from the limited information available. The specific cause of the valve migration is unable to be determined with the limited information made available, though it is possible that the report of the balloon aortic valvuloplasty (bav) caused the valve to migrate up out of the annulus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve moderate to severe paravalvular leak (pvl) was noted with the valve implanted slightly high but within acceptable depth. A balloon aortic valvuloplasty was performed, causing the valve to migrate up out of the annulus with continued pvl. The valve was snared and moved into the ascending aorta. Another transcatheter bioprosthetic valve was successfully implanted with resultant mild pvl. No adverse patient effects were reported.